Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the inner sleeve of the instrument broke off inside a patient. The piece could be removed without complication. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: no article was sent in for inspection, so the cause analysis is based on the customer's description ("inner sleeve broke."). It is assumed that the ceramic spout at the distal end has come loose or broken. This can happen, for example, due to improper handling. In addition, the article was manufactured in august 2011 (lot vy), so a corresponding number of uses/reprocessing cycles can also be assumed. Signs of wear and tear are to be expected at this age. The above conducted investigations did not reaveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).